Manufacturer narrative:
E3: customer occupation = periop materials manager. G4: PMA/510(k) number = exempt. Summary of event: as reported, the physician opened 3 different 'ngage nitinol stone extractor' devices. And all 3 would not open or close properly upon removal from the packaging. None of the devices were utilized during the procedure. Additional information has been requested, but is unable to be provided. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation. A document-based investigation evaluation was performed. A search of the device history record found no related non-conformances reported for lot#: 15183682. A complaint history database search showed no other related complaints associated with the complaint device 15183682. Because there are no related non-conformances. Adequate inspection activities have been established. There is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field. It was concluded, that there is no evidence that nonconforming product exists in house or in field. The complaint device was not returned. Therefore, no functional testing or visual inspections could be performed. Based on the manufacturing date of the complaint devices. The likely cause for the issue is a manufacturing issue related to the basket assemblies, which are a supplied component to cook. A supplier corrective action request was created to address the issue. The cause for the issue had not yet been determined. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr, part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, the physician opened 3 different 'ngage nitinol stone extractor' devices. And all 3 would not open or close properly upon removal from the packaging. None of the devices were utilized during the procedure. Additional information has been requested, but is unable to be provided.